Manufacturer narrative:
The referenced ues-30 and the a cord adapter were returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated them and found the following. The a cord could not be connected to the ues-30 appropriately because the terminal inside of the ues-30 broke. The a cord adapter was not the recommendation of omsc. However, because the facility used the ues-30 as usual during the procedure, these were not related to the reported phenomenon. There were no further details provided, therefore the exact cause of the reported event could not be conclusively determined at this time. Furthermore omsc is continuing to evaluate this issue. If additional information is provided, this report will be supplemented.

Event description:
Olympus was informed that during the tcr of the uterine fibroid, the anesthetist touched the electrode of the electrocardiograph on the patient¿s chest, then a snapping noise arose and the anesthetist suffered the minor burn on the hand. Any medical intervention for the anesthetist was not reported.

Manufacturer narrative:
This is a supplemental report to provide the device evaluation results. According to the literature, during the procedure with the use of electrosurgical unit, shunt current will be generated at the contact point of the electrode of the electrocardiograph. Therefore it was considered that the cause of this phenomenon was attributed to the following. The shunt current flew through the anesthetist when the anesthetist touched the electrode of the electrocardiograph on the patient¿s chest. Consequently the burn and the discharge were generated on the anesthetist¿s hand due to the shunt current. Also, the snapping noise arose when the discharge was generated. Olympus stated the appropriate handling of ues-30 and the counter measures against abnormalities in the instruction manual of ues-30. There were no further details provided. If significant additional information is received, this report will be supplemented.